Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer stated that the process error log showed several aliquot probe bad sample detect errors and clog detect errors. Quality control was within acceptable range. Upon the ccc specialist's recommendations, the customer performed precision testing using level 1 quality control, which was precise. The customer cleaned the aliquot probe, aliquot drain and sample probe 1. The customer then reseated the level sense cable and redistributed grease on the vertical lead screw. The aliquotter was primed and purged. The customer ran check 1, which failed as the air knife pressure was high. The air knife was exercised and check 1 was rerun with no failures. Several patient samples were run before and after the discordant results were obtained with no issues. The customer suspected the issue to be due to the sample. A siemens headquarters support center specialist reviewed the information provided and concluded that the potential cause of the discordant results was due to sample specific issues related to sample integrity or sample handling. The process errors indicated a clogged probe and short sample occurred during the timeframe that the discordant sample was being processed. Aspiration of cellular debris, gel globules and other artifacts from the aliquot well can result in inconsistent sampling and issues with recovery. The customer continued to run samples on the analyzer and has had no other incidents related to this issue. The cause of the discordant, falsely low glucose result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low glucose results were obtained on one patient sample upon initial and repeat testing on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher and matching the clinical picture of the patient. The result obtained on the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low glucose result.